Event description:
The physician was retreating a previously coiled acom aneurysm that measured 6.8mm x 6 mm. A neuroform stent was placed in the aca artery to provide a neck bridge for the aneurysm. A penumbra px400 microcatheter was used over a transend 14 ex guidewire to access the aneurysm. A penumbra coil 400 5mm x 10cm standard coil was selected to be placed. The physician noted resistance while implanting the coil and after several attempts, he decided to withdraw the coil from the aneurysm. He pulled the microcatheter back through the stent tynes and attempted to pull the coil back into the catheter. A stretching sensation was noted at which time he was asked to reposition the microcatheter. While doing this, it was noted that the coil was detached. Four attempts were made with a snare device to retrieve the coil. On the fourth attempt, the coil was completely withdrawn from the patient. The procedure was then completed successfully .

Manufacturer narrative:
Results: only the pusher assembly was returned for evaluation. The pet lock at the proximal end of the pusher assembly is intact. The distal detachment tip (ddt) shows the pull wire in place in the capture feature. The proximal constraint ball and the coil are not present. The polymer section of the pusher was stretched to release the pull wire from the capture feature. The pull wire extended 3 mm beyond the ddt, showing adequate pre-compression. All of these conditions are normal for an undeployed coil except for the absence of the coil .the ddt and 2 cm of the polymer section of the pusher assembly were cut from the assembly and measured on an optical measurement system the ID of the ddt measured at 0.01496". The tip of the pull wire was measured on the same instrument and showed an od of 0.00397". These measurements show that the detachment tip and pull wire dimensions controlling the release mechanism were within specification. However, the coil was not returned, therefore, the stack tolerance including the coil proximal constraint ball cannot be evaluated. Conclusion: the unintentional release of the coil was confirmed. The narrative in the complaint describes a "stretching sensation" which implies that significant tensile force was being applied during coil manipulation. This force appears to have exceeded the tensile strength of the distal detachment tip of the pusher assembly and the coil proximal constraint ball, resulting in the unintended separation of the coil from the pusher assembly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.